Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The glucose reagent lot number was 803139. The expiration date was not provided. Calibration and qc were acceptable. Many alarms were observed during a review of the alarm trace data from (B)(6) 2025 ("cell blank out of limits", "abnormal probe sucking", "sample short", and "abnormal remaining volume of diluent"). These alarms suggest issues with the cuvettes, the sample probe, or particles or clots in the sample. Several calibration alarms were observed. A general reagent issue is not suspected, as only one patient sample was affected. A specific root cause could not be determined; however, the event is consistent with either a maintenance issue or pre-analytical handling issues. The service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The field service representative checked the rinse assembly and found that several nozzles were very close to the edge of the cuvettes. He performed adjustments, replaced the cuvettes, and checked water levels. He performed a cell blank test with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 6000 c501 module. The sample was initially tested twice, and both results were <0.11 mmol/l. The sample was tested on another module, and the repeated result was 5.13 mmol/l.